Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to moisture damage on the keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a stained end cap sticker.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. Customer reported that they may have held the button down longer than three seconds. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.